Manufacturer narrative:
The device has been received at the manufacturer for investigation. An evaluation was conducted and the complaint was confirmed. According to the investigation details, corrosion and debris were found in the nose of the attachment, including the upper bearing. The corrosion/debris found in the device limits the motion of the internal components, including the bearings which caused the failure for heat.

Event description:
It was reported that the device began to overheat during testing of the equipment. The device was not being used during a procedure. There was no patient involvement and no adverse consequences.